Manufacturer narrative:
Additional information has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record was reviewed, the lot met all raw material and finished product dimensions and visual criteria at the time of manufacture and release.

Event description:
A proximal femur plate broke postoperatively in a patient and was replaced with another plate. Patient is reported as healing.